Event description:
It was reported the lv lead was capped due to high thresholds. A 4196 lead was attempted, but placement was unsuccessful due to the patient anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was also found in all conductors.